Event description:
Pt was exercising on the device. He was approximately through 1/2 of his third set of 20 repetitions when the left foot plate failed to meet the pt's resistance and dropped suddenly to the floor with the pt's full weight and force on it. Pt experienced pain and muscle spasm. The pt reports no signs or indications of a change in device function during his first two sets of exercise.